Event description:
A resolute integrity drug eluting stent was being used to treat a lesion in the proximal diagonal branch. The lesion was a cto (chronic total occlusion -100%) with severe tortuosity and severe calcification. The resolute integrity device was removed from packaging per IFU and inspected prior to use with no issues noted. It is reported that the stent became deformed during delivery and that it dislodged. The physician indicated that the stent became caught on the guideliner during the procedure. The stent was removed with the use of a snare. Another stent was used to treat the lesion successfully. No patient injury reported. Device evaluation: the device was returned for analysis. The stent was returned on the snare device. The delivery system was not returned for evaluation. A number of segments at one end of the stent were intact. The remaining segments were elongated and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation <(>&<)> stent embolism). Deformation problem (stent). Related to operational context (reported that stent caught on guideliner). Evaluation conclusion: known inherent risk (stent deformation <(>&<)> stent embolism). Operational context contributed to event (reported that stent caught on guideliner). (B)(4).